Event description:
The following has been reported: biomed reported: functional check complete but malfunctioning at the end of the infusion. Screen glitches out and stated button power down and randomly shut off. Powered on screen and glitching visual still occurred until after the full start up. Unit powered itself down again. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a glitching screen. During initial testing, the screen displayed abnormal colors, did not function, and the entire pump powered itself off and on. The keypad was also non-functional during this time. An internal investigation found the speaker wire main pcba connection was broken but just barely hanging on. That intermittent shorting was causing the aforementioned issues. When pressed more firmly, the pump would power on normally and the screen would also function normally. The screw mount holding the main pcba to the front housing immediately adjacent to the speaker connection was also broken.